Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hyperglycemia after a supply change and noted wetness at the cartridge connector and slight moisture in the insulin chamber, consistent with a cartridge or connector leak; no device alerts were reported, and tubing primed with visible drops. Symptoms included elevated blood glucose up to 406 mg/dl without associated acute clinical effects. Outcomes included no hospitalization, no professional intervention, no backup therapy, and no ketone testing, with troubleshooting and education provided and a full supply change completed. Investigation included technical support-guided functional checks, review of user reports, and onsite troubleshooting. Investigation of this case revealed evidence consistent with a leak at the cartridge-to-connector interface, with resolution steps implemented by replacing supplies and cleaning the chamber. It was concluded that the event was attributable to a suspected leak resulting in underdelivery of insulin, leading to hyperglycemia, with resolution actions completed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.